Event description:
It was reported that the unit would not lower, and when maintenance went to perform a reset of the unit, the unit dropped. It was reportedly found that both hi-lo actuators had sheared from their mounting points. There was a patient in the bed at the time, however no adverse consequence was reported.